Manufacturer narrative:
(B)(4).

Event description:
The pt's leads were not properly connected to his implantable neurostimulator (ins) during implant. As a result, he did not use his ins for about (B)(6) and his ins became over-discharged. A physician recharge was performed in (B)(6) 2010 and brought the ins out of over-discharge. A revision was performed to reconnect the leads to the ins. The pt was recharging his ins more than he expected after the revision. He was instructed on proper recharging technique and the ins was charging as expected. A follow-up report will be sent if additional info becomes available.